Manufacturer narrative:
The reason for this revision surgery was identified as a dislocation after 8.1 years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the hospital. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this part number: four due to dislocation, one for instability, and one due to pain. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to instability. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt was unstable and dislocating. The surgeon replaced the 32mm head with a 40mm.